Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. The patient alleged stuffy nose from the device smelling. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer reported b4 section incorrectly in the previous report. The correct b4 date should have been 06/08/2022. In the previous report section d1, g4 reported incorrectly, which have been corrected in this report. In h6 section incorrect code was mentioned which has been corrected in this report. The manufacturer previously marked h10 incorrectly. In this report h10 has been updated/corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging stuffy nose, particles in airway and burning/smoke/electrical odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on oct 15 , 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging stuffy nose, particles in airway and burning/smoke/electrical odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was observed in the base unit. Observed dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure.dust-like contamination inside humidifier enclosure, on and under the heater plate, and on the dry box. Manufacturer' could not confirm customer humidifier heater plate operation due to no therapy from device the device's downloaded event log was reviewed by the manufacturer and found 32 errors. The manufacturer concludes that able to confirm the presence of degraded sound abatement foam. Confirmed the complaint of particles in airpath but unable to confirm odor or address the complaint or symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.